Event description:
On (B)(6) 2012, the pt was implanted with seven gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, an unknown diagnostic test revealed a distal type I endoleak in the right iliac artery. On the same day, the existing stent-graft system was extended with a gore contralateral leg component. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak.